Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasions were found at 47.7cm to 49.1cm and at 48.2cm to 49.1cm from the connector pin, consistent with friction to another device. The etfe coating was abraded at one location. (B)(4). Failure (event) observed during analysis.